Event description:
It was reported that patient underwent a right knee revision approximately 4 years post implantation due to instability, pain, and decline in activity level. During the procedure, it was found that the hardware was loose and not cemented. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03517, 0001822565-2021-00129, 0001822565-2021-00130, 0002648920-2022-00225, 0001822565-2021-00132.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays show radiolucency around the components, loose cement was removed, obvious signs of de-bonding. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately four years post implantation due to pain, stiffness, instability, and difficulty with adl¿s. During the revision early debonding of the femoral and tibial components was noted. All implants were explanted. No intraoperative complications were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.